Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cuff leakage was found on the 10th day of using the tracheostomy tube. The event occurred while in use with patient. The problem was resolved by replacing with a new one.

Manufacturer narrative:
D9: date returned to mfg; 11/22/2024. Device evaluation: one device with an unknown lot was received for device analysis. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed, a leak was identified. It was found that there was damage on the surface of the cuff and is seen as severe wear which caused the cuff to be punctured.